Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized. On an unreported date, the patient began treatment with loading dose ip injections of amikacin 150mg and vancomycin 1gm. Also on an unreported date, the patient started treatment 3x/day with ip injections of fortum 500mg and reflin 500mg. At the time of this report, the patient remained hospitalized and the outcome and root cause of the peritonitis was unknown. Pd therapy was ongoing. The reporter believed the event of peritonitis was not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A batch review will not be performed as the lot number is not known. The root cause for the peritonitis is undetermined as no sample was available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.